Event description:
Patient reported that she was changing her site and noticed that the tubing connector did not snap into the infusiion site connector. Patient tried other infusion sets she had, but still had the same problem. Patient's blod glucose was not affected. No treatment was received and the patient's current condition: fine.